Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a system upgrade, this right atrial (ra) lead exhibited physical damage in the terminal end and the lead body. The patient suffers from chronic atrial fibrillation (af), the physician elected to surgically abandon the lead and plug the ra port. No additional adverse patient effects were reported.